Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation starting on the patient's neck and down to his belly button on both his chest and back. The area was described as itchy red spots. The patient went to the emergency room due to the irritation and there a doctor prescribed a steroid and (B)(6) to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.